Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's battery vented inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to incompatible batteries. The AED plus administrator's guide instructs users to replace all batteries at once and recommends specific brands of batteries for use. The customer declined repair of the device and the device will be scrapped at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.